Manufacturer narrative:
A1: (B)(6), a2: age: 41 year(s), b4: 07/28/2021, g1: mr. (B)(6), g3: 28-jul-2021, g6: follow-up # 1, h2: additional information. H6 codes: medical device problem code: 2682 - patient-device incompatibility. Type of investigation: 4117 - device not accessible for testing. Investigation findings: 213 - no device problem found. Investigation conclusions: 4315 - cause not established. H10: a review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure related to this pe. The device was implanted at index level c5/c6 and was in vivo for 29 months in a 41-year-old male patient. It was reported that the patient experienced recurrent arm and neck pain and the device was explanted. In summary, limited information was provided; notably no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It is not possible to assess the potential role of surgical technique or patient selection based on the provided information. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. In addition, surgical reports or lab reports have not been provided to the manufacturer. Based on the limited information provided, the device did not malfunction and was not suspected to be a contributory cause of the revision. The build lhr for l/n 8745 fg 0031-14, s/n: (B)(6) examined including the final inspection records and the in-process measurements. There were no relevant non- conformances associated with the lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that a patient with one m6-c artificial cervical disc was revised.